Event description:
New information notes that suggested programming changes have been done. No incoming alerts were received after changes were done. No patient consequences reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with post paced t-wave oversensing (pptwos). Programming changes were discussed but had yet to be made. Further information was requested but not received.